Event description:
It was reported that during a low anterior resection procedure, the trocar part of the device broke. Another like device was used to complete the case. There were no patient consequence.